Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: comp rvs tray co 44mm cat: 115370 lot: 705830. Arcom xl 44-36 std hmrl brng cat: xl-115363 lot: 937340. Comp rvrs 25mm bsplt ha+adptr cat: 010000589 lot: 017520. Comp nlk scr 3.5hex 4.75x20 st cat: 180558 lot: 480980. Comp primary stem 12mm mini cat: 113632 lot: 391930. Comp rvs cntrl scr 6.5x25mm st cat: 115381 lot: 596340. Comp locking screw 4.75x25mm cat: 180502 lot: 886840. Comp lk scr 3.5hex 4.75x30 st cat: 180553 lot: 285180. Comp nlk scr 3.5hex 4.75x15 st cat: 180557 lot: 770300. Foreign: united kingdom it is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient underwent a revision due to unknown reasons. The humeral bearing, glenosphere, central screw, peripheral screw, and humeral tray were removed and replaced. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a sentinel event.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute to a sentinel event.